Event description:
The ventilator showed the alarms "air and oxygen supply failed" for about 20 seconds. After that, the ventilator began to load the tank and the alarms disappeared. The wall gas pressure always remained at 4 bar. Then the ventilator has been started in asv and after 1 second the alarm "oxygen supply failed" appeared, but immediately after disappeared. In attachment you can find the log files. We wait for your instruction. Thanks.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be air inlet mixer valve not opening properly or air supply pressure and flow insufficient. In consequence the correction was made to replace the g5 vu mother board (p/n msp 159304) the unit passed all tests and was then operational. There was no patient or user harm. Date: (B)(6) 2023. Name: (B)(6).